Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. Additional information requested and received: why was the procedure extended to 6 hours. Yes. Was the extended or time due to an issue with the ec60a device. Yes, because they waited time for the distributor to get another stapler. When they couldn't do the vertical sleeve procedure, was it due to an issue with the device. Yes, the stapler did not staple it just blocked. What procedure was done in the end if not a vertical sleeve. They stop the procedure, because it take so long, and the patient couldn¿t stay more time under anesthesia. They just close the ports. And didn¿t do the surgery. Additional information requested and received: was the device locked on tissue with the jaws closed. Yes. If yes, how was the device removed. They unlocked the system. If yes, did the jaws eventually open. Yes, just they can't cut and staple. When the device blocked and did not staple, did the device cut. No, they couldn't cut. What was the product code of the cartridge being used with the device when the issue occurred (ecr60t, gst60g, etc.). Ecr60d. On which firing did this event occur (1st, 2nd, 12th, etc.). 1st. When the surgery was stopped, was there a change in the procedure (convert to open, etc.). No they, stop the procedure, because it was taking a lot of time, the surgery was 6hrs lapsed. Were there any patient consequences or change in the post-operative care of the patient as a result of the event. The doctor said that the patient is ok, but they couldn't do the vertical sleeve procedure.

Event description:
It was reported that during a vertical sleeve procedure, when the doctor tried to use the stapler, it didn't work. It was blocked; it didn¿t staple, just stayed blocked. The procedure was completed by changing the stapler and stopping the surgery. There were no adverse consequences for the patient reported.